Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazoline (1g daily for fourteen days) and intraperitoneal ceftazidime (1g daily for fourteen days) for peritonitis. Three days after admission, the patient was discharged from the hospital. Fourteen days after the onset, dianeal and extraneal therapies were discontinued. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information was received regarding the peritonitis case. The peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in the peritonitis manifested by cloudy effluent. On the same day as the onset, the reporter informed that patient had retrained on proper aseptic technique. Five days later, the patient was recovered from peritonitis. Dianeal and extraneal therapies were ongoing (previously incorrectly reported as discontinued). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.